Event description:
It was reported that a patient underwent a local excision of melanoma on the left lower back and a topical skin adhesive was used. Two weeks after surgery the patient developed a painless rash at the site of application. The patient was unsuccessfully treated with a topical steroid. Patient was then prescribed an oral steroid. Additional information has been prescribed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.